Manufacturer narrative:
No information regarding lot. The product was not returned. Without the benefit of examination and testing, wellspect healthcare is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.

Event description:
Patient received catheter with no eyelet.